Event description:
Customer reported under infusion of trastuzumab. Trastuzumab was infusing with 295ml to run over 30 minutes. After 30 minutes, there was a residual of 40ml and an actual run time was reported as 45 minutes. No patient harm. Product return is not expected.

Manufacturer narrative:
Patient information requested and all available information is included.